Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise on the rv pacing portion of the lead. It was noted that there was a spike in impedance that triggered a lead alert. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD, implanted: (B)(6) 2011. (B)(4).